Event description:
It was reported that a minimum fill notification occurred when caller attempted to load cartridge, and caller may have initially used too little insulin or filled tubing with more insulin than stated. There was no adverse impact to the customer¿s blood glucose level. Customer was educated on minimum fill recommendation, instructed to add insulin to same cartridge, and was then able to complete loading process and resume insulin delivery.